Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, (B)(6) 2016.